Event description:
It was reported that a user of the ilet called for assistance with a full supply change, was guided through troubleshooting and education, resumed insulin delivery, and had a blood glucose of 280 mg/dl at the end of the call, with the cause of hyperglycemia unclear and no alarms reported. Symptoms included hyperglycemia. Outcomes included no reported injury and no need for medical intervention beyond troubleshooting. Investigation included user guidance on supply change and device use. Investigation of this case revealed no device alarms or malfunctions during the interaction, and no device component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.